Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a loss of rotation speed. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery in the left leg. During the procedure, the device "bogged down" as it was noted the device was losing rpm's and a loss of rotational speed occurred. Difficulty in rex'ing the device as it was slightly stuck on a non-bsc wire. The device was able to be removed from the wire with difficulty. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.